Event description:
A patient reported blood glucose results of 87 mg/dl, and 180 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient also stated the lancing device would not penetrate correctly and the control solution test failed. The patient was using the incorrect control solution. The control solution and lancing device were replaced. The patient contacted a medical professional for advice. No treatment reported.